Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Holf nh 4/17 on (B)(6) 2023, it was reported by a facility representative via sems that a drill bit from an ar-1788pj-cp internalbrace implant system broke within the patient's talus. Fluoroscopic x-rays were taken, which demonstrated complete intraosseous fragmentation of the tip of the drill bit. Upon direct visualization of the drill bit, it was noted to be completely intraosseous at the talus site. The internal cannulation was not intact, so the surgeon could not remove it with a reverse-threaded hardware removal instrument. The surgeon also elected against putting a trephine over the top to remove it. It's believed this could create more damage and a larger hole in the talus which would not provide any additional benefit and may potentially increase risk. This was discovered during a right ankle anterior talofibular ligament repair with internalbrace and arthroscopy with debridement procedure on (B)(6) 2023.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.